Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion caused by high thresholds on the left ventricular (lv) lead due to patient anatomy. The crt-d was explanted and replaced, while the lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.